Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter has declined to provide allergan further info regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported, "explanted gastric port/band/port leak."